Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer overheated. The power supply and system fan were replaced as a preventative. Confirmed broken handles. The upper and lower case were replaced. The broken power cord bay door was replaced. The programmer was found to have error during software update attempt. Reconfigured, reloaded, and updated software. Upgraded and reimaged hard drive. Missing power cord was replaced. The programmer then passed final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error message, overheated and had a broken handle. There was no patient involvement.